Event description:
Customer's parent called to report a pod alarmed while customer was sitting down. Parent stated they had high bg readings while wearing the pod. The customer's blood glucose levels fluctuated up and down between 206-372 mg/dl, while eating carbohydrates and taking bolus insulin doses. She wore the pod for approx. 12 hours before taking it off and starting a new pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.